Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low speed advisory alarms the morning of (B)(6) 2022. The patient noted that the alarms occurred after lying down in bed. Log file review confirmed low speed events that occurred while using the mobile power unit (mpu). X-rays of the driveline were obtained with no obvious kinks or fractures noted. The patient had a driveline silicon sheath with twisting at the anchor and rescue tape proximal to the controller insertion site for a prior tear in the driveline sheath. Technical services review of the x-rays found one internal area of interest. Additional information was received that the alarms resolved after the patient was given a power module and placed on a non-grounded patient cable. The patient was given a demonstration and informed of the risk of the short progressing to a phase-to-phase short. The patient did not wish to pursue a pump exchange and chose to reside on ungrounded power sources until further notice.

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the submitted log file confirmed the reported low speed events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from 05sep2022 through 21sep2022. Multiple low speed events were captured beginning on 21sep2022; however, the observed low speed events did not result in any pump stoppages. These events occurred while the patient was connected to the mobile power unit (mpu). No other notable pump-related events or alarms were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.